Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, pre-implant dilatation was performed using a 22mm non-medtronic (true) balloon, with the minimum diameter measured at 22.7 millimeter (mm). The 29mm valve was deployed at a height of 2-3mm into the left ventricular outflow tract (lvot). After valve deployment, the patient experienced complete heart block, and pacing was performed through the stiff guidewire in the left ventricle. An aortogram after implantation revealed mild-moderate paravalvular leak (pvl). The patient¿s heart rhythm returned to sinus. Post-implant dilatation was performed using a 24mm non-medtronic (true) balloon, after which no paravalvular leak was detected, but the patient again developed complete heart block. An externalized pacemaker was implanted via the right jugular vein, and the patient was placed under observation for possible permanent pacemaker implantation. Additional information was received that the intrinsic rhythm came through and the temporary pacemaker was removed without requiring a permanent pacemaker implant.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, pre-implant dilatation was performed using a 22mm non-medtronic balloon, with the minimum diameter measured at 22.7 millimeter (mm). The 29mm valve was deployed at a height of 2-3mm into the left ventricular outflow tract (lvot). After valve deployment, the patient experienced complete heart block, and pacing was performed through the stiff guidewire in the left ventricle. An aortogram after implantation revealed mild-moderate paravalvular leak (pvl). The patient¿s heart rhythm returned to sinus. Post-implant dilatation was performed using a 24mm non-medtronic balloon, after which no paravalvular leak was detected, but the patient again developed complete heart block. An externalized pacemaker was implanted via the right jugular vein, and the patient was placed under observation for possible permanent pacemaker implantation.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0013013180); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0013081647); product type: 0195-heart valves; implant. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.